Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 192 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after battery out limit alarm has been received. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with intermittent button response due to flattened dome switch on bolus, esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.